Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the units of measurement on their freestyle flash meter changed. The customer observed an error 3 message. No other settings in the meter changed. This meter is one where the units of measurement can be changed inadvertently. However, it appears from the information that the meter has very likely exhibited the memory overwrite issue causing the units to change to mg/dl. The customer obtained a reading of 398mg/dl (21.89 mmol/l) and her doctor told her to increase her insulin dosage from 14 units/day to 16 units/day. When the doctor tested the patient on his machine he obtained a reading of 22.0mmol/l. He realized the patients' meter was reading in the incorrect units, but did not adjust the insulin dose as the patient was showing high glucose levels. The patient did not experience any symptoms due to the increase in insulin. There was no report of death or serious injury.